Manufacturer narrative:
Covidien reference number: (B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse suggested that the touchframe printed circuit board be replaced.

Event description:
It was reported that during repair, the ventilator display became unresponsive. There was no patient connected to the device at the time of the event.